Event description:
It was reported that during a diagnostic endoscopic bronchial valve insertion , there is a small plastic piece distal tip of the subject device that is chipping and breaking into patient. The procedure was completed with the same device. There was no reported harm or injury to the patient.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00111. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.